Event description:
I was scheduled to have an endoscopic retrograde cholangiopancreatography, after the procedure I developed e.coli septicemia and acute pancreatitis. This was back in 2001, but I am however wondering if this has been going on longer than recent news has reported. At the time the doctor had attempted to use a new (to him) device and a medical salesman was in the room at the time of my procedure. I believe he could not achieve this goal and used the old device, I don't know which tool (the new or the old one) introduced the e. Coli into my system. I spoke to a woman named (B)(6) from my area that works for the FDA and she suggested I contact the agency through this method. I am not sure if it matters at all but as I stated before I don't think this is a new problem for these devices. I still have my medical records from this event.